Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd bbl¿ gram stain kit that one (1) case was missing the product label. The contents of the case were labeled appropriately. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: components are mixed and dispensed into the appropriate containers. After qc testing product is released and transported to the distribution center. The batch history record review indicated no discrepancies. All release testing was satisfactory. Complaint trends were reviewed for a period covering 12 months. During that time there has not been a trend for this defect. The customer reported the label on the kit box was missing. No photos or returns were provided. This complaint cannot be confirmed. Bd will continue to trend on labeling complaints and assess product intended uses against regulatory requirements. If you have further questions, please contact bd technical services.

Event description:
It was reported prior to using bd bbl¿ gram stain kit that one (1) case was missing the product label. The contents of the case were labeled appropriately. There was no health impact or consequence reported.